Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of damage to the charged coupled device cover glass was not confirmed, shadowy image was confirmed due to scratches on the charged coupled device cover glass. Additionally, it was found that there was a burst or broken plan glass at the tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video-optik "endoeye 3d", 30° had a shadow in the image and damage on the charged coupled device cover glass. The event occurred during preparation for use in a therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h4 and h6 were updated. Olympus will continue to monitor field performance for this device.